Event description:
It was reported that a large volume infusor experienced a bladder rupture. The device was being filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured on october 09, 2014 ¿ october 10, 2014. The device was received for evaluation. A visual inspection and functional testing was performed with no issues noted. There were no signs of rupture; the bladder was found to be completely intact. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.